Manufacturer narrative:
Device evaluated by MFR. Synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis, the following attributes were examined: a visual and microscopic examination of the crimped stent found no evidence of any damage. The crimped stent did not exhibit any signs of a partial deployment. The crimped stent od (outer diameter) was measured using a snap gauge. This is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the balloon identified no evidence that the balloon had been subjected to any positive pressures. A visual and microscopic examination of the bumper tip showed no signs of damage. The device was received for analysis in two sections as a result of a break which had occurred in the hypotube. The break was located at 98cm distal to the distal end of the strain relief. A visual/microscopic and tactile examination of the hypotube found that both sections of the break were kinked at multiple locations. A visual and microscopic examination of the distal extrusion identified no damages. The device tracked without issues over a test guidewire. Using an inflation aid it was possible to connect the inflation aid through the midshaft extrusion and inflate liquid into the balloon. The balloon inflated to its rated burst pressure of 16 atmospheres with no leaks noted. The balloon inflated and maintained pressure with no leaks or resistance noted. An encore inflation unit was used to inflate the balloon. The encore was verified before and after balloon inflation using a druck pressure gauge.

Event description:
It was reported that a balloon rupture and shaft break occurred. A 3.50 x 20mm synergy balloon expandable stent was advanced for treatment and was inflated to 6 atmospheres when pressure decreased to zero due to a balloon rupture. The synergy stent was withdrawn, the shaft of the delivery system broke within the guiding catheter. A balloon was inserted into the guiding catheter and was inflated, the synergy stent and delivery system were removed from the patient with no complications.

Event description:
It was reported that a balloon rupture and shaft break occurred. A 3.50 x 20mm synergy balloon expandable stent was advanced for treatment and was inflated to 6 atmospheres when pressure decreased to zero due to a balloon rupture. The synergy did not fully inflate. The synergy stent was withdrawn, the shaft of the delivery system broke within the guiding catheter. A balloon was inserted into the guiding catheter and was inflated, the synergy stent and delivery system were removed from the patient with no complications.